Event description:
Healthcare professional reported a right side "exchange from textured to smooth implants due to the patient's concern with the product" and "deflation." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "exchange from textured to smooth implants due to the patient's concern with the product." And "deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken edge on the plug strap, one linear opening on the anterior, white calcification-like particles on the shell, and crease fold. Leak test and microscopic analysis were performed which identified one striated opening on the anterior, broken sharp edge on the plug strap, partial delamination of the plug strap disk shell, and wear abrasion. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one striated opening due to surgical damage consistent in the use of some surgical tools, a sharp broken edge on the plug strap due to an unidentified (tear) opening, and partial delamination of the plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported a right side "exchange from textured to smooth implants due to the patient's concern with the product." And "deflation." Device has been explanted.